Manufacturer narrative:
The reported loss of stimulation was confirmed. The lead was returned cut in 3 pieces and missing parts of 2 internal wires. These anomalies are consistent with explant damage. Microscopic inspection identified a kink in the lead body where all the internal wires were broken and separated. This would have contributed to the patient¿s loss of stimulation. As there was no breach of the outer tubing, and the loss of therapy occurred prior to the revision, the broken wires are consistent with overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. The event date is unknown.

Event description:
This report is related to a (B)(6) patient. It was reported the patient lost stimulation. In turn, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.